Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and stated that upon further inspection, the cable had been frayed and potentially damaged during use which explained the inconsistent spo2 reading and after changing the cable, the issue has not been seen again. The customer replaced the sensor cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the suresigns vs4 indicating that the pulse oximeter is malfunctioning and the readings are higher than normal. The device was in use on patient at time of event; there was no adverse event reported.